Event description:
During follow-up of (B)(6) 2012, pacemaker battery impedance was 3,28 kohms and residual longevity displayed by the programmer was approx 13 months. Pacemaker, which was a single chamber unit (ventricle), was programmed with a 5 volts amplitude, 1ms pulse width and ventricle was paced at 99%. A new follow-up was scheduled on (B)(6) 2012: elective replacement indicator had been reached and battery impedance was 12, 12 kohms. Device was explanted on (B)(6) 2012. The customer requests an explanation as for why eri was reached in (B)(6) 2012, whereas residual longevity indicated by programmer was 13 months in (B)(6) 2012.

Manufacturer narrative:
October 05, 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.